Manufacturer narrative:
The device was received for eval. A visual inspection was performed and device eval is currently is progress along with a device history record (DHR) review. Results will be provide once the eval and investigation have been completed. A conclusion is not yet available as the investigation and eval of the product is still in progress and has not yet been completed. Once the investigation and device analysis are completed a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. An international distributor reported that the flow rate of an easypump was too fast. No pt injury or med intervention was required. Upon request for additional info, the distributor reported that no more info is available from the customer.